Event description:
(B)(6) study. It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. After the implant, the patient was started on aspirin and continued on apixaban. Post procedure, the patient developed ventricular tachycardia and st depression was noted, suggestive of an air embolism. An emergency cardiac catherization was performed which reveled normal coronaries. The patient was monitored and there was a spontaneous improvement in st depression and the patient was transferred to recovery in a stable condition. No further action was taken to treat the event and was considered recovered/resolved.